Event description:
Our rep. Is reporting that during an arthroscopic shoulder repair, a portion of the distal end of the instrument broke off into the patient's joint space. The fragment was retrieved and the procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and appeared in good, usable condition. The device was further examined visually, both with the naked eye and under power. It is noted that there is a small fragment missing from the distal end of the device. Although, we cannot identify the lot for this particular complaint device in order to perform a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint, we did perform a search into our complaints system going back 10 years, we could not find any other similar complaint against this device in general. We cannot explain the device's failure, cannot conclude a root cause. However, based on the complaint rate and customer impact, we attribute the reported event to being and anomaly. At this point in time, no corrective or further action is warranted. Mitek will continue to track any related complaints with this device family as a means of monitoring the extent with which this complaint is observed in the field. The complaint device was discarded of properly.